Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram, addr=141d, data=e0 on (B)(6) 2012 11:45:30. Patient alert for por on (B)(6) 2012 11:45:30.

Event description:
It was reported that the patient went into the clinic for device check because the device was beeping. It was further reported that the device had an electrical reset; however, the parameters were not changed. The device was reset and remains in use. No patient complications have been reported as a result of this event.